Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2400 ohms and high thresholds. The rv lead was repositioned with acceptable measurements and was implanted successfully. No adverse patient effects were reported.